Event description:
It was reported that the device shifted post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully implanted in the laa after 6 partial recapture and 3 full recaptures were performed in order for all release criteria to be met. There were no complications that occurred during the procedure. Post procedure while the patient was in recovery, they began experiencing chest pain and became bradycardic. Transesophageal echocardiogram imaging showed that the closure device had moved proximally. The patient was taken to open-heart surgery to remove the closure device. During surgery the closure device was successfully removed and the laa of the patient was clipped. The patient did not experience any consequences as a result of this event and intervention. The patient is recovering well and will be discharged home.

Event description:
It was reported that the device shifted post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully implanted in the laa after 6 partial recapture and 3 full recaptures were performed in order for all release criteria to be met. There were no complications that occurred during the procedure. Post procedure while the patient was in recovery, they began experiencing chest pain and became bradycardic. Transesophageal echocardiogram imaging showed that the closure device had moved proximally. The patient was taken to open-heart surgery to remove the closure device. During surgery the closure device was successfully removed and the laa of the patient was clipped. The patient did not experience any consequences as a result of this event and intervention. The patient is recovering well and will be discharged home. It was further reported that device thrombosis occurred prior to explant.